Event description:
During procedure, as they were trying to place drain tube, they pulled back and in the process of pulling back, the wire unraveled and came apart. It is believed it was due to the pt having tough skin from radiation treatment.

Manufacturer narrative:
Eval: the actual device involved in the event was not returned to assist with our investigation. However, several devices from the reported lot number were returned. During our examination of these devices, they were found to be manufactured according to specification. Without the actual device in question; however, we were not able to determine with certainty how/why this incident may have occurred. Nevertheless, the appropriate individuals have been notified of this matter. This device is inspected 100% by our quality control dept for bends, kinks, adequate joint strength and other surface imperfections prior to shipping. We will continue to monitor for similar situations.